Event description:
Olympus medical system corp (omsc) was informed that during a laparoscopic assisted colectomy, the subject device was used. About five hours after the beginning of use, it was said that the probe of the device was deformed, which caused a gap between the probe and ptfe pad when the grasping section was closed. He ended the use of the device and kept it in the pocket of cover cloth, and the probe of it broke off. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed no deformation of the probe. The evaluation confirmed that the probe broke off at 14.5mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The manufacturing history was reviewed with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output while contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure. After the user kept it in the pocket of cover cloth, the probe broke off by physical stress. Based upon the finding of the evaluation, this report appears to be related to user handling.